Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery once died without giving low battery warning, had several no delivery alarms and had to change out infusion set and battery cap was little scuffed up. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.